Event description:
As reported: "we have had an omega 2 guide for 135 plates 704013 break during use and part of the instruments has gotten stuck inside the patient, [...] We have also noticed that the small metal insert is also on the variable angle guide 704014."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.